Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was unable to be interrogated. No changes or intervention was reported. The patient was in stable condition.